Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 230 mg/dl. Tandem technical support was unable to perform a system check as the alarm had been cleared and the site was changed. The customer had been using the cartridge for 3 days.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.